Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was programmed with a test mini link and the glucose sensor simulator. The sensor feature was working properly. No lost sensor alarms were noted. The pump also had a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a shifted end cap sticker.

Event description:
A family member reported a motor error alarm from the customer's insulin pump. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 33 mg/dl. It was reported that the customer treated with sugar and glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.